Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the battery fuel gauge indicated that device was nearing elective replacement indicator (eri). Technical support was contacted and they advised that the battery voltage was normal and there were memory errors detected. The incorrect battery fuel gauge measurement was caused by a diagnostic anomaly. The patient was stable with no consequences and will continue to be monitored.

Manufacturer narrative:
Supplemental for correction: incorrect awareness date for recall number. Correct awareness date is (B)(4) 2019.